Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a dislodgement of the right ventricular lead. The lead had pulled back into the superior vena cava (svc) and was oversensing - double-counting both atrial and ventricular signals, as well as t waves - which resulted in multiple shocks. The lead was explanted. It was also reported that the left ventricular (lv) lead and right atrial (ra) lead had dislodged; they had pulled back as well. The lv lead was still functioning, no action was taken, and the lead is still in use. The ra lead's slack was gone, but the tip was fixated to the tissue so it remains in use. No further patient complications have been reported as a result of this event.